Manufacturer narrative:
(B)(4). On the same day as onset, the patient (pt) began treatment with vancomycin and gentamicin. Within three weeks of onset, the peritonitis resolved and the pt was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy effluent. The hp was not hospitalized for the event. The cause of the peritonitis event was unknown. The hp was treated with vancomycin (2 grams, stat and 2 grams according to the vancomycin level) ip and gentamicin (40mg, stat) ip for the peritonitis event. The hp recovered from this peritonitis event. Pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.